Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead defibrillation coil was beyond the expected upper range, and analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analyst commented, rv defibrillation impedance steady at approximately 43 ohms through (B)(6) 2016, starts varying significantly on (B)(6) 2016 and goes out of range on (B)(6) 2016. Svc defibrillation impedance steady at approximately 55 ohms through (B)(6) 2016, starts varying significantly on (B)(6) 2016 and goes out of range on (B)(6) 2016.

Event description:
It was reported that during use of the right ventricular (rv) lead, a lead integrity alert (lia) triggered due to lead exhibited spike, high, and fluctuating impedance of the rv and superior vena cava (svc) coil. The rv lead remains in use. Subsequently, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular (rv) lead defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.